Event description:
It has been reported that the device exhibited a low battery warning during a deployment attempt. The patient was not resuscitated.

Manufacturer narrative:
Pr#: (B)(4). Product evaluation pending.